Event description:
An olympus field service engineer (fse) reported observing a minor crack on the probe of the subject device. The reported issue was observed during routine check. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator and the distal end was cracked. This report is being submitted for the malfunctions found during device evaluation (foreign material in forceps elevator and cracked distal end).

Manufacturer narrative:
During inspection and testing, the reported issue (crack on probe) was not confirmed. In addition to foreign material in forceps elevator and cracked distal end, service found the suction cylinder was shaved, the water removal ability was out of specification due to clogged nozzle, the adhesive on the bending section cover was detached, there was a leakage due to a pinhole on the bending section cover, the forceps channel port was shaved, and the light guide bundle was broken. There was a leakage due to cracked distal end and damaged instrument channel. The connecting tube, the universal cord, the objective lens, the light guide lens, the scope connector, the scope cover, the grip, and the acoustic lens were scratched. The bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Additionally, it¿s likely the scratch on the distal end was because of physical stress due to dropping or hitting. The final root cause of the physical stress to the distal end was unable to be identified. The following is included in the instructions fur use: ¿important information ¿ please read before use. Caution: after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures. Warning: all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Important information ¿ please read before use. Warnings and cautions: caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information received. Correction to information provided in the initial report: correction to g3 of the initial medwatch. The aware date should have been 12sep2022.